Manufacturer narrative:
Vyaire medical complaint number (B)(4). Results of investigation: a vyaire medical field service representative (fsr) evaluated the device onsite. The fsr did not find any issues with power shutting off or power supply voltage. During service, the fsr identified a rattling noise and humidifier leak that was unrelated to the customer's reported issue. The fsr repaired the device, checked the calibrations and completed the operational verification procedure. The device meets manufacturer specifications.

Event description:
The customer reported that the ventilator turned off while in use on a patient. There was no patient harm/injury associated with this issue.